Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "e238 (abnormal endoscopic communication)"malfunction would likely be related to failure in the unit communicating with ch-s200, 3d scope because it occurs only in combination with ch-s200, 3d scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had a scope communication error e238. The issue occurred, during preparation for use. The intended procedure was completed with another similar device. There were no reports of patient harm.